Event description:
Patient representative reported "severe pain and a swollen and significantly deformed chest", "severe chest and shoulder pain", "extreme lack of sleep for over half a year and is also plagued by hot flashes", "daily migraines, chronic exhaustion, so-called ¿brain fog¿, difficulty concentrating, rapid heartbeat as well as muscle and joint pain stress them permanently", "severe tension is also part of daily symptoms", "an implant defect was medically diagnosed", "severely altered tissue" and "afraid of developing cancer". Healthcare professional reported "device rupture and capsular contracture baker grade ii" and "chronic fatigue / exhaustion, muscle & joint pain, headaches, restricted mobility, concentration difficulties, extreme lack of sleep ¿ severe pain, night sweats, hot flashes, heart palpitations, itching (breast)". This record is for the right side. Device was explanted and replaced with non-allergan device and will not be returned due to the nature of this case.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b, g2, h6.

Event description:
Patient representative reported "severe pain and a swollen and significantly deformed chest", "severe chest and shoulder pain", "extreme lack of sleep for over half a year and is also plagued by hot flashes", "daily migraines, chronic exhaustion, so-called ¿brain fog¿, difficulty concentrating, rapid heartbeat as well as muscle and joint pain stress them permanently", "severe tension is also part of daily symptoms", "an implant defect was medically diagnosed", "severely altered tissue" and "afraid of developing cancer". Healthcare professional reported "device rupture and capsular contracture baker grade ii" and "chronic fatigue / exhaustion, muscle & joint pain, headaches, restricted mobility, concentration difficulties, extreme lack of sleep ¿ severe pain, night sweats, hot flashes, heart palpitations, itching (breast)". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ tachycardia: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ other ¿ medical: unable to observe through visual inspection as it is a physiological phenomenon. ¿ headache: unable to observe through visual inspection as it is a physiological phenomenon. ¿ fatigue: unable to observe through visual inspection as it is a physiological phenomenon. ¿ edema: unable to observe through visual inspection as it is a physiological phenomenon. ¿ changes in sleep habits: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ autoimmune disorders: unable to observe through visual inspection as it is a physiological phenomenon. ¿ anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient representative reported "severe pain and a swollen and significantly deformed chest", "severe chest and shoulder pain", "extreme lack of sleep for over half a year and is also plagued by hot flashes", "daily migraines, chronic exhaustion, so-called ¿brain fog¿, difficulty concentrating, rapid heartbeat as well as muscle and joint pain stress them permanently", "severe tension is also part of daily symptoms", "an implant defect was medically diagnosed", "severely altered tissue" and "afraid of developing cancer". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.